Event description:
Pt reports multiple needles crooked (bent) and box was not crushed upon receipt (not damaged in shipping). Dates of use: (B)(6) 2018-(B)(6) 2019. Diagnosis or reason for use: diabetes mellitus.